Event description:
The patient presented with a post-operative rebleed. No additional information was provided regarding the severity, treatment or patient outcome.

Manufacturer narrative:
Correction: initial report 3006524618-2017-00117 submitted in error. Additional information received from facility contact indicates that the complaint device is unopened/unused and was not involved in any patient event.